Event description:
Healthcare professional reported dissatisfied with the alignment of the commissural post as sutured in by the resident. He elected to remove the valve and implant another freestyle valve. The valve was returned and there was no reported adverse effects to the pt.